Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg report 1 of 2, medwatch report # 3004209178-2011-82629. Mfg report 2 of 2, medwatch report # 2032227-2011-02074.

Event description:
The customer reported having high blood glucose. The customer was feeling sick, wanted to throw, and was dehydrated. Then the customer took a bolus to treat her high blood glucose. The customer stated that she went to the hospital and her blood glucose was 295mg/dl. Troubleshooting was performed. The customer stated that she woke up with high glucose of 442mg/dl. The customer removed the reservoir and changed the site. The customer reconnected the reservoir and no insulin exited. The customer stated that she set her basal of two hours to six hours, and took a bolus of 12.0 units, but her glucose level did not drop. Then the customer received 10.0 units of insulin at the hospital and her blood glucose went down. No further info was provided.